Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display as there was no display on the insulin pump. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but display did not returned even after changing battery and had alarm for battery out limit. Customers stated that insulin pump did not work because of battery cap issue. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.